Manufacturer narrative:
The investigation determined that discordant higher than expected vitros intact pth (ipth) results have occurred with three different patient samples when comparing results obtained from the same samples tested with a non-vitros roche method. The investigation was unable to determine the assignable cause. Quality control results obtained within the timeframe of the event were acceptable, however, the amount of qc results obtained was not sufficient to completely assess reagent performance. A vitros ipth reagent lot 1734 could not be ruled out as contributing to the event. Ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ipth lot 1734. There is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be completely ruled out as diagnostic within run precising testing was not performed at the time of the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was possibly present in the affected sample, although this could not be confirmed. The amount of time between testing on the vitros method and the roche method when the samples were at room temperature was not provided, therefore, it is possible that fragmentation of the ipth in the samples contributed to the event, however, this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results have occurred with three different patient samples when comparing results obtained from the same samples tested with a non-vitros roche method. Sample 1 vitros result of 120 pg/ml vs. The roche result of 63.73 pg/ml. Sample 3 vitros result of 112 pg/ml vs. The roche result of 30.6 pg/ml. Sample 4 vitros result of 86.6 pg/ml vs. The roche result of 37.3 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth results were not reported from the laboratory and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).